Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a female pt, the device displayed a "pacer fault 117" message while attempting to charge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.